Event description:
The reporter stated that the pump was intermittently responsive to presses of the "down" arrow button. She said that the issue began about 2 months prior to contacting animas. She said, the pump is not exposed to water and did not see structural damage.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that there was adhesive under the keypad button contacts. The pump was intermittently responding to "down" arrow and "ok" button presses.